Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer confirmed insulin was exiting the infusion set tubing and cartridge tubing. Customer changed out the pump supplies to address occlusion. There was no reported impact to customer's blood glucose. As pump supplies were changed, tandem technical support was unable to confirm location of blockage.